Event description:
It was reported that during a da vinci-assisted whipple surgical procedure, insufflation was being performed while the suction irrigator was also in use. Each time the suction irrigator was used, the insufflation pressure would drop. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .